Manufacturer narrative:
Once further information is received, a follow report will be submitted. At this time, the device remains implanted and in service. No information communicated on the associated lead manufacturer model or serial.

Manufacturer narrative:
Investigation efforts of this event confirmed the associated lead was a non-boston scientific product.

Event description:
Subsequently, surgical intervention was performed and the lead terminal pin removed from the header. The pin was wiped with mineral oil and reinserted into the device header. The device was then reinserted into the pocket with no further system noise observed and all measurements within acceptable ranges.

Manufacturer narrative:
All products remain implanted and in service in the absence for additional anomalies. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine device follow-up, noise and high out of range pacing impedance values were observed. It was further reported that during the implant procedure approximately two months prior, difficulty had been encountered with lead terminal pin insertion. A connection issue was suspected as the contributory cause and an x-ray image sent to boston scientific technical services for further evaluation. Upon review, it was concluded the lead terminal pin had not been fully inserted, as a less than 1mm view of the pin through the connector block was visible. Recommendation to have the patient return for surgical intervention to correct the lead-device connection. No adverse patient effects were reported however, it was recommended extending the vt/vf duration zones to minimize the likelihood of inappropriate shocking until the produre is performed later in the month.